Manufacturer narrative:
Product complaint # (B)(4).  If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled "risk factors for mid-term revision surgery in patients with articular surface replacement total hip arthroplasty" by gabrielle s. Donahue,viktor lindgren, vincent p. Galea, rami madanat, orhun k. Muratoglu, and henrik malchau was reviewed for reportability. Purpose: "a review of our prospective, multicentre study monitoring the asr xl prosthesis with the objective to assess the associations between gender and implant survival, as well as altr, in asr mom tha patients. Secondly, we sought to report the differences between genders in metal ion levels and patient reported outcome measures (proms) in these patients." The study includes data from 563 unilateral asr xl implant patients (440 without annual mars MRI and 97 with single mars MRI). The following depuy stems were utilized summit, corail amt, s-rom, proxima, aml, and other. Other consisted of aml, tri-lock, replica and unidentified. 60 hips were revised (31 men and 29 women). The mean time was 7 years for both genders. Reasons for revision were "bony tissue necrosis (n = 9), MRI verified soft tissue change (n = 31), patient demand (n = 18), aseptic loosening (n = 6), osteolysis (n = 20), physician recommendation (n = 40), dislocation (n = 2), and pain (n = 39). Patient demand and physician recommendation were always accompanied by another clinical indicator for revision. Elevated cobalt and chromium levels were detected and fell within a range of cobalt .0-142.9 for females and .0-58.9 for males; chromium 0-55.1 for females and 0-51.9 for males. The article does not clarify which specific products were associated with specific revision reasons. No patient identifiers are expressed within the article. The article does report moderate to severe adverse local tissue reaction confirmed in 38 hips by revision but again does not specify which products are associated with this discovery.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review, was not possible because the required lot number was not provided. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.